Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Missing data was due to a power on reset.

Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) and approximately ten months later, diagnostics were not able to be obtained during attempted interrogation due to the low battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.